Manufacturer narrative:
The aware date should be 23 feb 2024.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the laparoscope exhibited a yellowish and green image due to a faulty outer tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h6, h7, h9, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was not reproduced. However, a color malfunction was identified as a result of a defective charged coupled device. Olympus will continue to monitor field performance for this device.